Event description:
It was reported that a surface ECG showed that the right ventricular lead was sensing p-waves. A chest x-ray con- firmed that the ventricular lead had dislodged into the atrium. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.